Event description:
The patient developed transverse myelitis/abcess with decreased neuro function, decreased bowel and bladder continence and decreased motor function. The patient underwent explantation of the device in 2001. After explant of the device, the patient had improved function but a return of increased pain.